Event description:
It was reported that the patient incorrectly received a bolus of lioresal. The patient was hospitalized due to paresthesia during a spinal anesthesia procedure. It was stated that "no coma occurred". The patient outcome was unknown.